Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures; replacements of the worn out mix motor sensor assembly, leaking wash probe block, and preventive maintenance resolved the complaint issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed falsely depressed wbc results on the cell-dyn sapphire analyzer. The following data was provided: wbc initial 0.016, repeat 5.94 k/ul . 2nd patient wbc initial 0.009, repeat 4.80 k/ul . There was no impact to patient management reported.